Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). An alert for atrial automatic threshold detected was greater than programmed amplitude or suspended, was observed. Technical services (ts) discussed low evoked response in regards to right atrial automatic threshold alert as there had not been any alerts. Ts noted it was hard to determine loc on the presenting as there was atrial channel oversensing of ventricular signals. The ra sensing was at 1.0 mv so programming had previously been performed for the oversensing. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). An alert for atrial automatic threshold detected was greater than programmed amplitude or suspended, was observed. Technical services (ts) discussed low evoked response in regards to right atrial automatic threshold alert as there had not been any alerts. Ts noted it was hard to determine loc on the presenting as there was atrial channel oversensing of ventricular signals. The ra sensing was at 1.0 mv so programming had previously been performed for the oversensing. This ra lead remains in service. No adverse patient effects were reported.